Manufacturer narrative:
B3: added date of event.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On an unknown date in (B)(6) 2018, prior to the first thoracic endovascular procedure, imaging reportedly showed no thrombus in particular. On (B)(6) 2018, this patient's ascending aorta was replaced to vascular graft for ascending aortic aneurysm. On an unknown date, CT imaging reportedly could not be properly evaluated due to a halation of stent graft. On an unknown date in (B)(6) 2018, the patient underwent intervention using two non-gore stent grafts (zenith) for aortic arch aneurysm. The patient was implanted with the vascular graft to ensure the blood flow distally. A proximal type I endoleak was noted, but the physician chose to monitor it. On an unknown date, a follow up examination revealed aneurysm enlargement (amount unknown). On (B)(6) 2019, the patient underwent re-intervention using conformable gore® tag® thoracic endoprosthesis and contralateral leg endoprosthesis with a chimney procedure to treat the proximal type I endoleak of zenith. It was reported that the open surgery was unable to be performed because the patient was elderly. The first ctag was implanted from the vascular graft portion in ascending aorta to distal. A contralateral leg was implanted in the brachiocephalic artery as chimney procedure. The second ctag was implanted to extend the first ctag to distal. The patient tolerated the procedure without issue. On (B)(6) 2019, after procedure, the patient presented the findings suggestive of cerebral infarction. MRI image showed a cerebellar infarction. The physician is monitoring the patient. The physician stated that chimney procedure was the only option, so it seemed there was no choice.